Event description:
It was reported that patient enrolled in a clinical study underwent a left knee arthroplasty on an unknown date and that revision procedure was performed on (B)(6) 2010 due to infection. The patient underwent a reimplantation procedure on (B)(6) 2010 and received a biomet total knee. Subsequently, a revision procedure was performed on (B)(6) 2011, where all components were removed and replaced for an unknown reason. Additional information provided in patient medical records indicates that all components were removed and replaced with antibiotic spacers on (B)(6) 2013, due to mrsa infection, loosening of the patellar component, necrotic tissue and synovitis. A radical debridement was performed during the procedure. A second stage revision procedure was performed on (B)(6) 2013 to reimplant a biomet total knee. A subsequent revision procedure was performed on (B)(6) 2013 to remove and replace the tibial bearing due to drainage and to irrigate and debride the knee.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction." This report is number 1of 2 mdrs filed for the same patient (reference 1825034-2014-05912 & 05913).